Event description:
A while servicing the pump for protocol (B) (4) a baxter technician reported finding a colleague infusion pump with "channel select key not working (channel a)". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. The software (B) (4) and will be categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B) (4) during service, a "channel select key not working on channel a" was discovered. The pump head module (phm) key pad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.